Manufacturer narrative:
Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that the stimulator turned off. Bandage and gauze peeled off yesterday which was too painful. They were not sure if the lead was pulled. They tried to go to the emergency room (ER) but they didn't know what to do. They called their doctor's office but it was close on weekends. They would drive at 2pm for 3hrs today. Please assist as soon as possible (asap). The issue was not resolved at the time of report. It was unknown if surgical intervention occurred.